Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. As received, the monitor failed pulse testing and produced service code 110. Upon evaluation, the c1 capacitor was defective. The cause of the inability to complete testing and the service code 110 is the defective c1. The root cause of the defective c1 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.